Manufacturer narrative:
Investigation completed 3/13/17. Method: -DHR review. -trend analysis. -failure analysis. The DHR review was completed for cam02 monitor serial number (B)(4). The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor being released. Date of manufacture: 2016 ¿ may. A review of cam02 monitor customer complaints was competed using the following key words ¿negative values/negative readings¿ in the search criteria. The review encompassed dates 26-jan-16 to 14 -feb -17. A total of 3 complaints contained the search criteria. Rate of occurrence: during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors was calculated as 28,184 usages. The quantity of complaints in the complaint review (3) can therefore be calculated as 0.01% (1 x 10-4) (occasional) of procedures. The complaint evaluations did not verify the complaint as valid. The cam02 monitor serial number (B)(4) was returned for evaluation. The monitor was verified as performing to specification. The cam02 monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The service report confirmed the returned accessories were tested and verified as performing to specification ¿ thus not considered the cause of the complaint incident. The log file for the cam02 monitor was reviewed to establish if an error code occurred during the monitor usage at the reporting facility. The review did not identify any error code applicable to the complaint incident. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Based on the service centre evaluation and the complaint trend review no corrective actions are deemed necessary for cam02 monitors. The service centre verified the returned cam02 monitor and cables were verified as performing to specification. The catheter was unavailable to be evaluated. Future incidents of this nature will be monitored and documented for recurrence and trending purposes.

Event description:
Two different patients from the same user facility reported intracranial pressure (icp) value to decrease below zero. Lowest measurement was -15mmhg. Delay in monitoring (1 hour and 3 hours) was reported. Replacement to a competitor catheter (sophysa) occurred for both patients. The customer stated they tested several cam02 monitors on each patient but was unable to report which monitor was used on which patient. They checked all the monitors as a precaution. Linked to mfg. Report number:2023988-2017-00020, 2023988-2017-00021, 2023988-2017-00022, 3006697299-2017-00028.